Event description:
No osseointegration, patient has xerostomia, no thread tap used, primary stability was achieved, implant was completely covered by bone, peri-implantitis, asymptomatic, mobility. Same patient as (B)(6).